Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  deflation.

Event description:
Patient reported left side deflation, pain, and headache which was non-device related (ndr). The device remains implanted.